Manufacturer narrative:
Device evaluation: underweight, broken shell black particles in the surface of the shell, crease flat and device appearance (observed 40 mm dark patch edge material inside gel device). A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the anterior side assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.